Manufacturer narrative:
Device technical analysis: visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. This lead was bent/kinked 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, which can occur at any time due to random failures of components or battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as a part of a system to deliver spinal cord stimulation. Investigation conclusion: based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on the lead wherein causing inadequate stimulation. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on the lead wherein causing inadequate stimulation. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively.